Manufacturer narrative:
The tech isolated the problem to a failed manual CPR valve in the hydraulic manifold. The tech replaced the manual CPR valve to resolve the issue.

Event description:
Tech alleged that the head and knee hydraulic functions do not operate when the CPR is activated. No alleged injuries by account.